Manufacturer narrative:
A review of ticket trending data for the architect ca19-9xr assay was performed. The review did not identify any adverse trends or non-statistical trends that indicate a product issue related to patient results. A ticket review was completed for the likely cause lot number 85014m800; the review concluded normal complaint activity was identified for the issue under review. In addition, a device history record review was performed on reagent lot 85014m800, which did not show any potential non-conformances, deviations, or non-conformances. To investigate the customer's issue, the historical performance of reagent lot 85014m800 was evaluated using world wide data. The patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for lot 85014m800 is within the established control limits. Therefore, no unusual reagent lot performance was identified for lot 85014m800. Labeling was reviewed and found to adequately address the issue under review. No product deficiency was identified.

Event description:
The account generated false elevated architect ca19-9xr of 197.54 u/ml sid (B)(6) that repeated lower of 2.77 u/ml. No impact to patient management was reported. Ethnicity is unknown and race was not provided.